Manufacturer narrative:
(B)(4): the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection and leak between the minicap transfer set and the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. During visual inspection by the naked eye and magnification, it was observed that the patient adapter was damaged. Functional testing was performed which included leak testing, clamp function testing, clear passage testing, and integrity of seal surface testing/connection testing. All functional tests passed. Upon conclusion of the investigation, the reported issue could not be verified, however the sample was out of specification. Should additional relevant additional information become available, a supplemental report will be submitted.